Event description:
Information received from the field notes that while in the recovery room post implant, the patient's intrinsic behavior changed from tachycardia to bradycardia. Review of ECG strips suggested that the atrial lead had fallen into the ventricle. In vvi mode, the morphology of the ECG was normal. The physician repositioned the lead and normal function was observed.